Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported patient faced four infusion sets fell off during use events between 15-april-2024 to 05-june-2024. The infusion set was in use for 1.5 to 2 days. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 4 of 4.